Event description:
It was reported that this implantable pacemaker longevity dropped from 8 months to 2 months in a span of less than two months. Boston scientific technical services (ts) requested to make follow up appointment earlier. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker longevity dropped from 8 months to 2 months in a span of less than two months. Boston scientific technical services (ts) requested to make follow up appointment earlier. Additional information indicated that this device is depleting normally. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information. Additional information indicated that the battery of this device was depleting normally. This does not meet reportable criteria.